Event description:
On (B)(6) 2011 pt reported that the infusion device alarmed an e2 (battery depleted) error message without first displaying an a2 (low battery) error message. Pt stated she did not remember when any of these incidents occurred. Pt reported she has never seen the low battery alert. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.